Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time (as the attached photo shows). No additional information could be provided. A photo was provided and investigated. Upon visual inspection of the photo, it appeared to be fully deployed one implant. The photo do not provide enough evidence to confirm this complaint. A manufacturing record evaluation was performed for the finished device lot number: 7l89122, and no nonconformances were identified. Hands on analysis should provide the evidence necessary to determine the root cause. The possible root cause for the deployment failure reported could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism start its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per (B)(4) it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time (as the attached photo shows). No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared to be fully deployed one implant. The photo do not provide enough evidence to confirm this complaint. A manufacturing record evaluation was performed for the finished device lot number: 7l89122, and no non conformances were identified. Hands on analysis should provide the evidence necessary to determine the root cause. The possible root cause for the deployment failure reported could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism start its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per IFU- 113244 it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Document specification review: IFU- 113244, according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time (as the attached photo shows). No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. When performing the visual inspection, it could be observed that the first plate was deployed, and second plate was not fully deployed due to a very small part of the implant remains inside the applier needle. No external anomalies were found. The functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying. A manufacturing record evaluation was performed for the finished device lot number: 7l89122, and no non conformances were identified. Based on the condition of the implants, this complaint can be confirmed. The possible root cause for the deploy failure reported could be related when the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. However, it cannot be conclusively affirmed. As per IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: there were no non conformances regarding this lot.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that two plates on the truespan 12 degree peek device deployed at the same time after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.